Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 88 mg/dl at the time of the report. Prior to the event, the customer was experiencing low blood glucose levels throughout the day. The customer stated that a bolus was delivered that he did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored and no unexpected boluses were observed. After testing, it was concluded that the device operated within specifications.